Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event after receiving what she felt were higher blood glucose results than the way she was feeling. No emergency medical intervention was required. During the call, it was reported that the consumer stores her test strips improperly and did not have or use any control solution to test the test strips before using. Both of these practices are against nova's directions for use. No product is expected to be returned for eval.